Manufacturer narrative:
B1: corrected adverse event selection. H6: added component code 515. H6: changed investigation conclusion from 4315 to 50.

Manufacturer narrative:
H6: code 3331, 213: the manufacturing records for the plc181200/(B)(6) verified the lot met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181200/11730835.

Event description:
On (B)(6) 2013 this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2021, the patient underwent reintervention for treatment of a distal type I endoleak due to proximal migration of a contralateral leg component back into the aneurysm sac. Disease progression was reported to have caused the device to regress back into the aneurysm sac. The endoleak was resolved with placement of an additional contralateral leg component. No aneurysm enlargement was reported just disease progression (elongation).